Event description:
It was reported that the device provided no pleth and spo2 values. It was reported that the device was used on multiple individuals in multiple instances but the number of individuals and instances are unknown but the inaccurate readings would occur intermittently. The device was used with a non-masimo device. It was reported that there were no error message and/or audible alarm when the issue occurred notifying the user of the malfunction. The patient received oxygen after the event but there were no consequences or impact to patient.

Manufacturer narrative:
The product has not been returned to masimo to allow an analysis to be performed. If new information is obtained or the product is returned, a follow up report will be submitted.